Manufacturer narrative:
(B)(4).

Event description:
It was reported that low atrial and ventricular lead impedances were observed. No intervention was performed. No patient symptoms were reported; the patient would be monitored.